Event description:
This case was cross referenced with cases: 2017sa081361, 2017sa081346 and 2017sa081358 (cluster). This unsolicited case from united states was received on (B)(4) 2017 from a nurse. This case concerns an (B)(6) female patient who initiated treatment with synvisc and after 21 days experienced increased pain, effusion and decreased range of motion. The medical history was significant for hypertension, skin cancer and anemia. The patient had no known drug allergy. The concomitant medication was naproxen sodium (aleve). No past drug or concurrent condition was reported. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml weekly (batch/ lot number: 6rsp009; expiration date: may-2019) into unspecified location for osteoarthritis bilateral knees. On (B)(6) 2017, the patient received the second synvisc injection. On (B)(6) 2017, 21 days after the first synvisc injection, the patient experienced increased pain, effusion and decreased range of motion. It was reported that the third injection was not administered secondary to increased pain and decreased range of motion. On unknown dates in (B)(6) 2017, the patient recovered from all the events. According to the reporter, the events were related to synvisc. Action taken: drug withdrawn nos, corrective treatment: cortisone for all the events; aspiration of knee for effusion. Outcome: recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 47851. The production and quality control documentation for lot # 6rsp009 expiration date (05/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsl0009 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints to determine if a CAPA was required. Reporter causality: yes for all the events. Seriousness criterion: required intervention for all the events. Additional information was received on 01-jun-2017. Ptc results were added and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 1-jun-2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 4-may 2017: this case concerns a patient who received treatment with synvisc and later experienced joint range of motion decreased, increased knee pain and knee effusion. The events have been assessed as related to the suspect product on the basis of significant temporal relationship and site of reaction. However, patient's advancing age and underlying disease is a confounding factor for the event.

Event description:
This case was cross referenced with cases: (B)(4). This unsolicited case from united states was received on 26-apr-2017 from a nurse. This case concerns an (B)(6) female patient who initiated treatment with synvisc and after 21 days experienced increased pain, effusion and decreased range of motion. The medical history was significant for hypertension, skin cancer and anemia. The patient had no known drug allergy. The concomitant medication was naproxen sodium (aleve). No past drug or concurrent condition was reported. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml weekly (batch/ lot number: 6rsp009; expiration date: may-2019) into unspecified location for osteoarthritis bilateral knees. On (B)(6) 2017, the patient received the second synvisc injection. On (B)(6) 2017, 21 days after the first synvisc injection, the patient experienced increased pain, effusion and decreased range of motion. It was reported that the third injection was not administered secondary to increased pain and decreased range of motion. On unknown dates in (B)(6) 2017, the patient recovered from all the events. According to the reporter, the events were related to synvisc. Action taken: drug withdrawn nos. Corrective treatment: cortisone for all the events; aspiration of knee for effusion. Outcome: recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Reporter causality: yes for all the events. Seriousness criterion: required intervention for all the events. Pharmacovigilance comment: sanofi company comment dated 4-may-2017: this case concerns a patient who received treatment with synvisc and later experienced joint range of motion decreased, increased knee pain and knee effusion. The events have been assessed as related to the suspect product on the basis of significant temporal relationship and site of reaction. However, patient's advancing age and underlying disease is a confounding factor for the event.